Event description:
End user reports initial peristomal redness due to leakage of the appliance. End user further reports a rash that developed under his appliance and around stoma. The appliance is changed generally every 6 to 7 days per the info provided. End user further reports the area looks like folliculitis and he is applying triamcinolone acetonide cream 0.1% whenever the appliance is changed. Digital photographs of end user's skin at each appliance change were provided as follows: first application of medication was applied (B)(6) 2015, allowed to stand then wiped off so the appliance would adhere; second application was (B)(6) 2015, medication was applied and allowed to dry with appliance put over the dried cream; third application was (B)(6) 2015, cream was again put on, allowed to dry and left on under appliance. End user was instructed in crusting technique with stomahesive powder and barrier wipes, and aldo to use flexible pouches to contour around his abdomen as to not pull on hair follicles. End user will call back if no improvement is noted.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. (B)(4).